Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After implantation of valve the valve was not able to be programmed; therefore, the valve had to be exchanged;

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected: the x-ray dot was dislodged from the base plate. The valve was tested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was retested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 50mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: the x ray dot was found in between the cam mechanism and the base plate, this was stopping the cam from moving. Corrosion was noted on the x-ray dot. Review of the history device records confirmed the valve product code 82-3100, with lot p.1904, conformed to the specifications when released to stock on the 28th may 1999. The root cause of the problem reported by the customer is due to the dislodgement of the x-ray dot. The root cause of the corrosion could not be clearly determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.